Event description:
Instrument damaged during usage, no injury to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. The investigation has shown that a broken portion of a screw is stuck in the extraction bolt. It is in the nature of an extraction bolt that excessive forces were applied as it is normally used to extract blocked screws. Therefore, it is assumed that a mechanical overload during the attempt of extraction caused the breakage of the screw, and finally the blockage of the extraction bolt. The fracture face of the screw is homogenous, which indicates material conformity, and has the typical view of a force rupture. Also, it is visible that the fracture face in not parallel with the face of the bolt. There findings indicate that too much torque in combination with too much lateral stress caused this occurrence. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. MFR date: 09/20/2010. Placeholder.